Manufacturer narrative:
The reporter's phone number and address were not provided. The actual device has been returned and is currently pending evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from japan that during an unspecified surgical procedure it was observed that "when the surgeon attached" the cutter device into the handpiece, ¿they couldn't". The report stated that "it didn't fit although having connected with the attached hand-piece". The report stated that "the cutting-bar's having a breakage was considered to be the cause". The report indicated that there was no patient involvement and the "product occurrence was not relevant to the health of patient". It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. A visual and a dimensional assessment were performed and it was observed that the locking flat was manufactured off center. It was not observed that the device was fractured as reported by the customer. The reported condition was confirmed. The assignable root cause was determined to be due to a misload on the rollomatic 235 grinding machines; when the robot loads the part into the collet, the collet captures it off center. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.